Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was received for analysis an empty labeled winding former, a detached needle and a needle-suture piece of product code sxpp1a401, lot pd6644. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd6644 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an intervertebral hernia surgery on (B)(6) 2019 and the barbed suture was used. When passing the needle through the tissue, the barbed suture was detached from the needle. It was not a control release needle. There were no patient consequences reported.